Manufacturer narrative:
The reported complaint of cool line catheter (lot# 94677) balloon leak was confirmed during visual inspection. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found the distal balloon had a cut of 3 cm in length. No other physical damage to the catheter. Observed blood residue on the proximal and distal luered tubing. Functional testing was not performed due to the condition of the catheter was received. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 94677.

Event description:
After 6 day of ivtm therapy, the thermogard console displayed an airtrap alert. The user observed blood flowing into the suk. Following this, cool line catheter was removed from the patient and observed saline leaked form the balloon of the catheter. Ivtm therapy was discontinued as patient has completed temperature management. No issues was observed on the thermogard console. No known impact or consequence to the patient was reported.